Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the tip broke off the instrument. One grip was bent at the midpoint and the other grip was broken off. The grip was not returned with the instrument. Engineering concluded the bending was likely due to applying force normal to the grip while trying to install a clip, and by over force broke the tip off. The broken off tip roughly measured 0.138 x 0.056. The damage was a result of misuse. An additional finding was an indentation at the edge of the distal pulley. Engineering concluded it was most likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing that the tip broke off the small clip applier instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.